Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line became separated from the cassette of an amia automated pd cycler set which resulted in a leak of solution. This occurred during drain three of four of peritoneal dialysis therapy. The patient was connected for therapy at the time of this event. Renal therapy services assisted with ending the therapy session and discussed continuous ambulatory peritoneal dialysis with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.